Event description:
Consumer allegedly noticed a burning smell coming from the unit and called the dealer. No injury is alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model irc5po2v, serial number/date code (B)(4) is approximately 5 months old. The user manual part number 1143482 rev e (nov-09) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. (B)(4) - device evaluation completed. Condition of return: the unit appears to be used and in fair condition. Result analysis: visual: the concentrator has 404 hours on the hour meter. Functional: the concentrator was powered on and the flow set at 5 lpm on the flow meter. After approximately, 1 hour of operation, the yellow light and the red light came on simultaneously. Although the concentrator was warm, there was no burning smell detected. The cover was removed for inspection and it was determined that the fan was not working. Conclusion: the unit failed as a result of a defective fan.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model irc5po2v, serial number/date code (B)(4) is approximately 5 months old. The user manual part number 1143482 rev e (nov-09) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Consumer allegedly noticed a burning smell coming from the unit and called the dealer. No injury is alleged.